Event description:
The customer received a shipment of reaction (rrv) bath oil for their advia 1800 instrument. The customer rejected a box that was damaged and leaking. A material management employee was exposed to the leaking box and experienced a reaction to the leaking contents at the site of exposure. The employee went to an emergency department, where he was treated for the reaction.

Manufacturer narrative:
The initial MDR # 2432235-2014-00498 was filed on august 22, 2014. Additional information (09/10/2014): the customer informed the siemens customer care center that they had cleaned the leaking rrv oil and properly disposed of it. A nurse from employee health at the customer site stated that the material management employee who was exposed to the rrv oil was treated for contact dermatitis. The nurse checked the reaction site multiple times and the contact dermatitis had cleared. There have been no similar complaints or products returned for this issue.

Manufacturer narrative:
The cause of the damaged and leaking box containing rrv bath oil is unknown. Siemens is investigating this issue.